Event description:
Patient reported obtaining a blood glucose result of 97 mg/dl, while using the suspect device. Patient stated that he immediately opened a new vial of test strips, retested, and obtained a result of 332 mg/dl. Patient indicated that no action was taken based on the device results. No patient injury was reported and no treatment was received. Quality control testing was not performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.